Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient went into ventricular fibrillation. The documented cause of death was ventricular fibrillation resulting from vein grafted ischemic coronary artery.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00053. It was reported that the patient expired. A left atrial appendage (laa) closure procedure was being performed. A 21 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. While inserting the closure device, the patient began to experience a drop in blood pressure prior to deployment of the closure device. The anesthesiologist, intervened using various medications as they proceeded to advance the closure device through the was. They paused and checked for a pericardial effusion. Having seen no evidence of an effusion, they proceeded with the deployment. As the physician deployed the device, the anesthesiologist, continued to address the pressure issue, but the patient continued to deteriorate. With the patient becoming more unstable, the physician released the closure device while the anesthesiologist, continued to manage the patient. The patient then went into a rhythm which necessitated cardioversion. The staff initiated CPR and cardioverted the patient. The patient was cardioverted a total of five times throughout the code. As the patient continued to deteriorate, an interventional cardiologist was consulted. The cardiologist inserted a temporary ventricular support device and performed angiograms of the coronary arteries. After performing the coronary angiograms and consulting with the interventional cardiologist, the physician called an end to the code. The code lasted approximately an hour before the physician called an end to the various interventions and the patient expired.